Event description:
It was reported by the clinician that the epidural was inserted into a labor and delivery patient without incident. When the catheter was removed, it broke leaving 6cm retained in the patient. The patient underwent surgery for the removal of the catheter. There were no adverse effects to the patient. It is unknown as to the position the patient was in during removal of the epidural. There are no further details available.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.